Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, cover glue peeling, s-connector side leaking, fluid invasion, a-rubber glue crack and corrosion was noted. Furthermore, the probe unit and inlet was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope is unable to display quality images. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unable to be identified, the probable cause of glue peeling discovered during inspection is due to excessive force applied to the device such as roughly rubbed at the time of carrying. In addition, storing, performing or cleaning the device contributed to the failure. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.